Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in germany as follows: it was reported that on (B)(6) 2023, when performing the distal locking of the 240 mm 130° nail via the target bracket, the distal locking bolt was misplaced. The misplacement of the bolt has been noticed in the post-operative x-ray control. During the investigation of the causes, it was noticed that one of two carbon spigots had broken off on the fluoroscopic extension of the target bracket attachment, and a hardly noticeable play between these two parts of the instrument was therefore created. This resulted in incorrect drilling and misplacement of the locking bolt. This report involves one unk - screws: locking: trauma. This is report 2 of 2 for (B)(4).